Manufacturer narrative:
The report of keypad failure was confirmed on the returned keypad during testing. A keypad test was performed on the returned keypad using cad pcu test fixture # 10013973 ((B)(4)). The keypad was installed on the test fixture, powered on and placed in maintenance mode. The keypad test was selected and each key was individually tested. Test results identified the returned keypad failing. The proximate cause of the keypad failure is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 03/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/08/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The issue was noted prior to patient use